Event description:
Ous MDR - after an implantation period of 88 months, ventricular oversensing resulting in several shocks was reported. The lead was capped and left in the patient. Apart from the shocks no adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been analyzed and the complaint issue can be confirmed. Noise was observed on the rv and far-field channels and oversensing on the rv channel led to inappropriate shock delivery. The impedance trend curve shows a sudden decrease in pacing impedance towards the end of the recording ((B)(6) 2016). In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.